Event description:
It was reported that during a da vinci s prostatectomy procedure, the patient suffered a minor first degree burn on the right uretheral orifice and when the monopolar curved scissor (mcs) instrument was removed, a hole was seen in the tip cover accessory. The planned surgical procedure was completed and no additional patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was discarded by the customer and will not be returned for evaluation. The root cause of the customer reported failure mode cannot be determined. On april 4, 2009, additional information regarding the event was provided by the surgeon. He stated that the pt burn was not likely caused by the hole in the tip cover, but rather due to the patient's anatomy, due to the pt's large prostate extending toward his urethra. The surgeon did confirm that cracks were found on the tip cover after the procedure. If the additional information is received, a follow-up MDR will be submitted.